Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a left inguinal hernia and an umbilical hernia. It was reported that after implant, the patient experienced denervation of spermatic cord, recurrence, and nerve damage. Post-operative patient treatment included nerve and cord blocks, left radical orchiectomy, and botox ablation.